Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 28-jan-2016, a medtronic representative went to the site to test the equipment. The imaging system would not boot as reported. A new image acquisition system (ias) computer was ordered for replacement. On 29-jan-2016, the medtronic representative went to the site to test the equipment. The image acquisition system (ias) computer was replaced. The imaging system then passed the system checkout and was returned to service. The image acquisition system (ias) computer was returned to the manufacturer for analysis, and a computer failure mode was confirmed during testing. The cmos battery voltage was found to be low during bench testing. The cmos battery was replaced, and the bios configuration was reset. When installed in a similar imaging system, the computer functioned as expected. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system's pendant will not get passed, "system booting, please wait." In trouble-shooting, multiple attempts to re-boot the system did not resolve the issue. The mobile view station (mvs) booted normally each time. No patient was present when this event occurred, so no patient demographics are applicable.